Event description:
The customer contact reported a shock. It was reported that prior to pt use, the nurse received an "electrical shock" by touching the pump and reportedly the pump powered off. The device was removed from clinical service. There were no reported adverse effects to the nurse. No medical intervention was required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing.